Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The physician advanced a 3.00x32mm taxus liberte stent to the unspecified lesion, but the device was unable to cross the lesion. The physician removed the device from the patient and it was noticed that the stent was frayed. The procedure was successfully completed with a 3.0x28mm taxus liberte stent with no patient complications reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.